Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported by the parent that the pediatric patient received an urgent low notification on the display device while at home. It was not specified nor clarified whether the patient experienced symptoms or what the egv was. This made them decide to treat the ul readings, but they did not specify what was given to the patient. At this point in time, they have not performed fingerstick to compare the result yet. An unspecified amount of time after treating the ul readings on the cgm, they decided to do a fingerstick which was 490 mg/dl. This is when the patient experienced the symptoms of high ketones as what the parent described, including vomiting, stomach pain, and racing heart. At the time of the call, the patient is not getting any readings and the display device was showing sensor error. During the call, it was not specified what treatment was provided to the pediatric patient to treat the symptomatic hyperglycemia. Upon follow up, the reported allegedly declined to provide more details about treatment for symptomatic hyperglycemia. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.